Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text : customer received field action notication.

Event description:
It was reported that the customer stated their device was affected by the issue "any issues where 8110 syringe and/or 8120 pca displayed incorrect syringe types and/or syringe sizes due to the barrel clamp" there was no reported patient involvement.

Event description:
It was reported that the customer stated their device was affected by the issue "any issues where 8110 syringe and/or 8120 pca displayed incorrect syringe types and/or syringe sizes due to the barrel clamp" there was no reported patient involvement.

Manufacturer narrative:
The reported issue that the syringe module display incorrect syringe size/type could not be confirmed. The reported event of device had display incorrect syringe size/type was created to document the event that the customer reported. The customer did not return the device for evaluation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 13may2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer stated their device was affected by the issue "any issues where 8110 syringe and/or 8120 pca displayed incorrect syringe types and/or syringe sizes due to the barrel clamp" there was no reported patient involvement.